Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with two 350cc mentor memorygel breast implants. Post-operatively, the patient underwent bilateral breast revision surgery for unknown reasons on (B)(6) 2022. During surgery, it was discovered that both implants were ruptured. Subsequently, the implants were explanted. This medwatch form is for the left breast prosthesis.